Event description:
On an unk date in 2002, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprostheses. During the original procedure a small dissection of the left common iliac artery was repaired with a balloon expandable stent. On (B)(6) 2012, f/u computed tomography scan indicted a type ib endoleak from the left common iliac artery and that the aneurysm appeared to have enlarged. On (B)(6) 2012 the pt underwent an intervention whereby an iliac extender component and a contralateral leg component were implanted to treat the endoleak. The endoleak resolved and the pt was in good condition following the procedure.